Event description:
C-arm 3 was in a surgical procedure (vascular catheter insertion). The surgeon requested an interoperative digital subtraction angiogram for verification. When attempting to perform the dsa, the c-arm failed and all imaging on the c-arm was disabled.